Event description:
The caregiver (cg) contacted baxter's technical service center regarding a high drain 101/call pd nurse alarm (indicates the patient drained greater than 200% (standard mode) or 190% (low fill mode) of the maximum prescribed cycle fill volume), which occurred on the homechoice (hc) during use during drain 1. The caregiver (cg) stated that over the weekend they were doing mid-day manual exchanges on the patient with 2l bags. The technical service representative (tsr) reviewed the therapy log for (B)(6) 2012, the date the high drain alarm occurred. The initial drain volume on that day was 580ml. The tsr explained that the hp had done a 2l last fill and only drained 580ml in the initial drain, and that this could have caused the high drain 101/call pd nurse alarm in drain 1. The patient was no longer doing manuals at the time of the call and had not done a manual exchange since (B)(6) 2012. The cg stated the alarm has not occurred since (B)(6) 2012. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in process. A review of the device logs confirmed the reported increased intra-peritoneal volume (iipv); however, the iipv was not duplicated during evaluation. No device failure or malfunction was identified that could have caused or contributed to the reported iipv. The cause of the iipv was insufficient drain due to false empty detect and use error, the initial drain alarm setting being inappropriately programmed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and evaluated by the product analysis lab. A review of the device logs confirmed the reported increased intra-peritoneal volume (iipv); however, the iipv was not duplicated during evaluation. No device failure or malfunction was identified that could have caused or contributed to the reported iipv. The cause of the iipv was insufficient drain due to a false empty detect and use error, the initial drain alarm setting being inappropriately programmed. The label review found the labeling adequate for the potential use error in this complaint. This issue is being investigated through CAPA.